Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial:(B)(4), batch: 21101885. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 22857878. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 21412940.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. X-rays were performed. The patient was reprogrammed but over time the patient's pain returned. The patient underwent a revision procedure wherein the lead and clik anchors were replaced. The explanted devices were discarded.